Event description:
Ventilator was noted to be auto cycling and making loud noise while in pt. Use. Pt. Removed and reconnected to another ventilator. Upon inspection, failed to pass extended self-test and several failure codes on display screen suggested problem with internal solenoid valves. Ventilator under warranty (mfg.). Mfg. Found ventilator to have 2 faulty solenoids and display panel. Mfg. Repaired ventilator.